Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address periprosthetic fracture of tha hip stem and loosening of the summit stem at the bone to implant interface. On monday (B)(6) 2018, patient had original synthes 2-hole dhs removed and a tha was implanted. Patient had a fracture either at a time of original tha or sometime after case. Stem was revised to reclaim modular stem, ceramic head was replaced and lengthened one size. Doi: (B)(6) 2018; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint :(B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.